Manufacturer narrative:
(B)(4).the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring of the motor device was damaged. It was further noted that the device had liquid damage (motor and control unit defective), the coupler was worn and an e6 error was on display so a test run could not be completed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had liquid damage (motor and control unit defective) and coupler was worn. The test run was not possible and error-e6 was on display. Therefore, the reported condition was confirmed. The assignable root cause was due to improper reprocessing, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.